Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml morphine at 3.999 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had a loss of effective relief from the pump. It was noted that the pump did well the first year. A (B)(6) study was performed and it appeared to be negative. The patient had titrations as well. The patient's pump was increased over the period of one year and the system was replaced completely on (B)(6) 2016. The spinal segment of the catheter was tied off at the spine. It was noted that the issue was resolved. The patient was noted to be "alive - no injury". The event date was noted to be (B)(6) 2015. The patient's medical history included failed back surgery, constipation, and high blood pressure.

Manufacturer narrative:
The main device, other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Analysis of the implantable pump serial # (B)(4) did not identify any significant anomalies. Analysis of the implantable catheter serial # (B)(4) revealed damage to the transition tubing. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.